Event description:
The report indicated that the customer experienced low bg readings (41mg/dl) and as a result was taken to the hospital. Her bg's were taken at the hospital and there was a 100 point difference between the hospital meter and the pdm (214mg/dl versus 135mg/dl, respectively). The pdm was used to take two additional readings and the results fluctuated. (Note: the patient confirmed that she hadn't cleaned her fingers prior to taking any of the bg readings from the pdm.) The customer has had no prior troubles with bg readings prior to this event. The pdm will be returned for evaluation.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of "debris" within the bg meter port. Though the bg meter functioned as intended during the evaluation, the presence of the debris had the potential to affect the functionality of the meter, possibly resulting in erroneous bg readings. The presence of debris in the bg meter port is the result of user negligence in properly caring for the pdm and is in no way reflective of any manufacturing or product related issue. The report indicated that the user hadn't cleaned her fingers prior to taking any of the bg readings with the pdm. The omnipod user guide clearly warns "to ensure accurate results, wash your hands and the test site (for example, your forearm) with soap and water. Do not leave any cream or lotion on the test site. Thoroughly dry your hands and the test site." By not washing her fingers, the user may have affected bg results, possibly resulting in erroneous readings.